Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the first band could be deployed; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed (handle assembly and the ligator head), and a visual evaluation noted that the ligator head was returned without the bands attached. The suture was in good condition with seven knots. The handle had marks indicating the trip wire was secured. The returned irrigation tube was also in good condition. The ligator head was observed under magnification, and both the ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents were felt with each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned device, it did not have any visual damage, also the ligator head returned without bands attached. The returned unit did not show evidence of either the alleged problem or any defect which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.